Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after an infusion set change, with cgm showing 401 mg/dl and a confirmatory fingerstick of 506 mg/dl, along with thirst and frequent urination; the user wore teflon insets, noted no leaking, and replaced the entire infusion system per guidance. Symptoms included hyperglycemia, polydipsia, and polyuria. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.